Event description:
It was reported that during the procedure to treat a lesion in an unspecified vessel with some tortuosity, the 3.0 x 33 mm xience prime stent delivery system was advanced. The device kinked at the hub and then separated. The separated segment was removed from the patient anatomy. The stenting procedure was completed with a non-abbott stent delivery system. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Shaft bend/kink and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.